Event description:
Information was received from a consumer and company representative regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity and head/brain injury. It was reported that the patient had the pump replaced yesterday and things were fine when they left the hospital. Since yesterday the patient had a return of spasticity and became very stiff and hard to move. Caller stated the patient may be not as stiff today but caller was wondering if this was normal. Caller stated they took the baclofen from the old pump and put it in the new pump. Agent reviewed and redirected to healthcare provider. Agent reviewed company representative's role and sent an email to the field. Additional information was provided by a healthcare provider via company representative reporting that the cause of the return of symptoms was determined to be a bend in the catheter. This did not allow for drug to be delivered. During the revision, the catheter was unbent, and the pump was secured in the pocket to prevent further bending. The patient's symptoms resolved after the revision and the pump did not need to be replaced.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2019. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.